Manufacturer narrative:
Device evaluation of belt sn (B)(4)has been completed. The reported problem (cannot perform baseline ECG) was confirmed. As received, the belt failed incoming current testing. Upon evaluation, there was contamination inside ECG electrode b, which damaged the v1, v2, r7, r10, and u1 components. The cause of the inability to perform a baseline and the incoming current test failure is the contamination and damaged components. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6)2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was unable to perform a baseline ECG recording.